Manufacturer narrative:
The siemens customer service engineer (cse) ran precision tests and there were no fliers. The cause for the discordant advia centaur (B)(6) results is unknown. Siemens has requested from the customer the reagent readypacks for (B)(6) lot 186 to be sent for in-house testing. The instrument is performing within specifications. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A discordant advia centaur (B)(6) result was obtained for a patient sample. The patient sample was reactive and confirmed (B)(6) on the advia centaur confirmatory (conf) assay. The patient sample was repeated and the results were (B)(6). The patient sample was run on a different reagent readypack provided by the customer service engineer (cse). All the results were (B)(6). The patient sample is from a (B)(6) site and the customer does not know which result is correct. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00198 on december 22, 2015. On 01/13/2016 additional information: the (B)(6) confirmatory assay lot number was provided by the customer. (B)(6) conf lot 196: expiration date 04/28/2016, date of manufacture: 04/28/2014. (B)(4). The field service engineer (fse) had previously replaced the following parts on (B)(6) 2015: acid and base pumps due to leaks; repaired tubing on acid line and ran diagnostics. The diagnostics passed. The fse replaced the following parts on (B)(6) 2015: sample probe tubing, aspirate probes and guides; rp's 1 and 3; and performed calibrations. The calibrations were acceptable. The fse changed the reagent and did a precision run with good results on (B)(6) 2015. The fse followed up with the customer. The customer is no longer experiencing issues with the hbsag assay. The cause is unknown. The customer has not sent the reagent readypacks for (B)(6) lot 186 for in-house testing. The instrument is performing within specifications. No further evaluation of the device is required.